Manufacturer narrative:
Siemens filed MDR 1219913-2021-00373 initial report on 06-jul-2021 for a discordant, false reactive atellica im toxoplasma igg (toxo g) result obtained on a patient sample. MDR 1219913-2021-00373 supplemental report 1 was filed on 09-jul-2021 for additional information and correction. 07-dec-2021: additional information: siemens has been informed that from (B)(6) 2021, to (B)(6) 2021, the customer had 752 nonreactive (negative) patient samples. Based on this information, the calculated specificity (752/754) equals 99.7%. Siemens has performed an internal study using 100 patient samples. The study included fifty (50) normal internal patient samples and fifty (50) patient samples from france. The samples were tested using atellica im/advia centaur xp toxo g reagent lots 268, 270 and 272 and tested in replicates of 3. The result interpretations for ninety-two (92) of the patient samples recovered the same with all three reagent lots and eight (8) of the patient samples recovered nonreactive (negative)/equivocal when comparing the three reagent lots. Based on internal smart remote service (srs) data, the three reagent lots have similar interpretation recoveries. Siemens continues to investigate. MDR 1219913-2021-00372 supplemental report 2 and MDR 1219913-2021-00375 supplemental report 1 were filed for the same event.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00373 initial report on 06-jul-2021, MDR 1219913-2021-00373 supplemental report 1 was filed on 09-jul-2021 and MDR 1219913-2021-00373 supplemental report 2 was filed on 13-dec-2021. February 14, 2022 - additional information the outside the united states customer reported false reactive results on two pregnant patients for toxoplasma igg (txog) when tested on atellica im (aim) with reagent lot 270 vs. An alternate method. New samples were drawn for both patients and still recovered reactive on atellica im with txog lot 270. Upon treatment with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) tubes the reactive results were replicated. Both samples were run on western blot and on atellica im with txog lot 272 and were negative. There was insufficient sample available for further internal investigation. Siemens reviewed the customer's calibration and it was comparable with release data, and verified that quality control recovery was acceptable. Siemens performed a study with fifty (50) normal patient samples from manufacturing and fifty (50) patient samples from france. The 100 samples were tested in replicates of 3 (n=3) with atellica im txog lots 268, 270 and 272. 92 samples recovered the same interpretations with all 3 lots and 8 patients recovered negative/equivocal comparing the 3 txog lots. Siemens reviewed patient field data and lot 270 recovered similarly with other lots. The calculated specificity on this account for atellica im txog with lot 270 was 99.6% and per atellica im txog instructions for use (IFU) 10995430_en rev. 02, 2019-08 the initial relative specificity results from the 3 studies range from 97.7%- 99.8%. Based on the available information atellica im toxoplasma igg lot 270 is performing as intended and a product performance issue has not been identified. Customer is operational and no further action required. MDR 1219913-2021-00372 supplemental report 3 and MDR 1219913-2021-00375 supplemental report 2 were filed for the same event.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00373 initial report on 06-jun-2021 for a discordant, false reactive atellica im toxoplasma igg (toxo g) result obtained on a patient sample. Siemens continues to investigate 07-jul-2021: siemens has been informed by the customer of additional information, correction of information initially reported as well as a second patient with a discordant, false reactive atellica im toxo g result occurring on (B)(6) 2021 (MDR 1219913-2021-00372 supplemental report 1) and repeated with a new sample draw on (B)(6) 2021 (MDR 1219913-2021-00375). Corrections: MDR 1219913-2021-00372: b6: sid (B)(6) initially reported was incorrect. The correct sid is (B)(6) (patient #1). B6: the initial result of 27.8 ui/l initially reported was incorrect. The correct initial result is 27.76 ui/l (patient #1). B6: historical toxo g result for patient #1 was incorrect. The correct historical toxo g result (1.7 ui/ml) was for the second patient and was tested on may 12, 2021. MDR 1219913-2021-00373: b3: the test date (B)(6) 2021 initially reported was incorrect. The correct test date is (B)(6) 2021. B6: the initial result of 27.7 ui/l initially reported was incorrect. The correct initial result is 27.18 ui/l (patient #1). Additional information: b6: sid (B)(6) (patient #2), toxoplasma igg and toxoplasma igm test results added. Alternate toxoplasma igg test method: nonreactive. B7: patient #1 (female) and patient #2 (female) are both pregnant. D8: the instruments are not serviced by a third-party. The customer performed additional toxo g heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) testing on the samples from patient #1 and patient #2, resulting reactive. The customer performed repeat hbt/nabt testing with another toxo g reagent lot (272), resulting nonreactive. Siemens has requested toxo g patient and hbt/nabt reagent lot 272 testing results. MDR 1219913-2021-00372 supplemental report 1 and MDR 1219913-2021-00375 were filed for the same event.

Event description:
A false reactive atellica im toxoplasma igg (toxo g) result was obtained on an initial patient sample. The reactive toxo g result was considered discordant compared to a nonreactive alternate toxoplasma igg test method result and previous test history. The customer performed repeat testing on a new sample with an alternate atellica im system, resulting reactive. The nonreactive alternate toxoplasma igg method result was reported to the physician(s) as the correct result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, false reactive atellica im toxoplasma igg (toxo g) results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, false reactive atellica im toxoplasma igg (toxo g) patient results. Siemens is investigating. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) states in the limitations section: "specimens collected in the early stages of infection may have igg levels that are classified as negative. In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2021-00372 was filed for the initial atellica im system and discordant result on the same patient.